Manufacturer narrative:
The pump was returned to animas for evaluation. The results of the investigation were as noted: the keypad appeared intact with no lifting or peeling observed; testing confirmed intermittent responses to button presses on the ok button. It was noted that multiple button presses were required before the ok button would engage. None of the keypad buttons had normal spring back or click. When the keypad cover was removed there was evidence of adhesive/contamination found under all button key contacts.

Event description:
It was reported that the keypad button presses did not activate desired pump functions. The patient's mother reported that the ok button is intermittently unresponsive. The reporter denied that the patient developed symptoms or received medical treatment for an acute complication of diabetes as a result of the alleged issue. There was no reported patient impact associated with this complaint. However, this complaint is being reported because the alleged issue remained unresolved.